Event description:
Elevated blood glucose levels [blood glucose increased] case description: a patient who used a novopen 3 insulin delivery device and novolog penfill (novorapid) insulin (date unknown) for type 2 diabetes reportedly was hospitalized overnight with elevated blood glucose levels in 2002. Patient began using the novopen 3 when pt's physician switched pt from humulin insulin to novolog insulin, and pt was instructed by the physician's staff on how to operate the device. When the pt changed the novolog penfill cartridge for the first time, pt placed the new cartridge into the device and did not perform an air shoot or a function check. Pt reported that the device did not deliver the proper amount of insulin when pt administered their dose. The pt was taken to the local hospital emergency room with a reported blood glucose level of 600mg/dl. Pt was admitted for an overnight stay during which pt received treatment (not specified) for the event. The pt declined to provide any further information about the event or medical history, concomitant medication and current health status.